Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2019 she underwent cholecystectomy ("gallbladder removal"). An unknown time later she experienced fatigue (seriousness criterion medically important), gastrointestinal disorder ("recurrent and increasingly frequent colopathies"), irritable bowel syndrome ("irritable bowel"), mixed anxiety and depressive disorder ("severe anxiodepressive syndrome"), haemorrhage urinary tract ("urinary infections with bleeding"), chronic sinusitis ("chronic sinusitis") and rhinorrhoea ("nasal discharge"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to gastrointestinal disorder, irritable bowel syndrome, fatigue, mixed anxiety and depressive disorder, haemorrhage urinary tract, chronic sinusitis, rhinorrhoea or cholecystectomy. The reporter commented: multiple side effects due to the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2019 she underwent cholecystectomy ("gallbladder removal"). An unknown time later she experienced fatigue (seriousness criterion medically important), gastrointestinal disorder ("recurrent and increasingly frequent colopathies"), irritable bowel syndrome ("irritable bowel"), mixed anxiety and depressive disorder ("severe anxiodepressive syndrome"), haemorrhage urinary tract ("urinary infections with bleeding"), chronic sinusitis ("chronic sinusitis") and rhinorrhoea ("nasal discharge"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to gastrointestinal disorder, irritable bowel syndrome, fatigue, mixed anxiety and depressive disorder, haemorrhage urinary tract, chronic sinusitis, rhinorrhoea or cholecystectomy. The reporter commented: multiple side effects due to the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.